Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the device was received under the complaint category ¿does not/will not function¿. The returned device was assembled with known good mating components to complete the insertion construct in an attempt to replicate the complaint condition. The mating components used were: helical blade inserter (357.372, lot 5753223), 11.0 mm helical blade (456.305, lot unknown), 170 mm titanium cannulated trochanteric fixation nails (456.318.1, lot unknown), insertion handle, for trochanteric fixation nails (357.411, lot 4522808), blade guide sleeve (357.369, lot 4545108), buttress/compression nut (357.371, lot 4546699), 11.0 mm/8.0 mm protection sleeve, 153 mm (357.386, lot 457038), 8.0 mm/4.0mm drill sleeve, 164 mm (357.389, lot 4582001), and 4.0 mm trocar, 176 mm (357.387, lot 4588829). All parts were assembled together and mated with the locking mechanism on the aiming arm with no problems found. With the aiming arm functioning as it should, it is unknown as to why it was loose and would not hold the nail, as described by customer. Through heavy use it is possible for the compression nut to become deformed in such a way that the aiming arm will not be able to retain it under loads experienced with typical use. As the buttress/compression nut and trochanteric fixation nails in use when the parts failed were not returned, it is not possible to determine the exact cause of the failure. The 130 degree aiming arm (357.366, lot 3585734) is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking (technique guide j3900-I). It is one of three aiming arms in the system; 125 and 135 degree are also available. After the nail is inserted into the femur, the aiming arm is attached to the insertion handle and a buttress/compression nut (357.371) and blade guide sleeve (357.369) assembly are inserted through the aiming arm. The compression nut is locked into the aiming arm using the slide plate. A device history record review was performed. The investigation of the complaint articles has shown that: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure the 130 degree aiming arm/trochanteric fixation nails were loose and not holding securely. There was a 1-2 minute surgical delay. The surgery was successfully completed with no patient injury. This report is 1 of 1 for (B)(4).